Event description:
Additional information received on 06/23/2026 for report mw5188827 to replace the MFR. Manufacturer: ndc homecare llc dba preferred medical.

Event description:
Difficulty getting ivig medication into pooling bag, would not drain from vials to bag.